Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported error was not reproduced. Although it was not duplicated, the error was found in the error logs, so it can be assumed that the error was triggered temporarily. As the error was temporary, possible causes include: interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault), the operator activates the footswitch during generator booting (temporary fault caused by user action), a defective footswitch due to short circuit in plug (temporary fault), a defective footswitch due to defective reed contact (temporary fault), a faulty cable connection between high voltage power supply (hvps) board and generator board (temporary or permanent fault), and/or a faulty cable connection for the output signal between the generator board and relay board (temporary or permanent fault). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the device showed an error message e433 (error message. Internal software damage history log report e433). The issue was found at preparation for use.there was no patient harm o injury reported due to this event. No user injury was reported.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported error e433 error message. Internal software damage history log reports e433 was not able to be duplicated during testing of the device. However, review of error log found error e433 recorded in the log (showed in the log thirteen (13) times). Additionally an error list of error e622 was observed , showed/was recorded in the data log two times and error i765 ten times . The device was further tested by cycle power. The unit passed testing. All functions and outputs are in standard specifications. In addition, the unit passed functional test, output test and electrical safety test. Unrelated to the reported issue, housing inspection noted minor scratches and dings on the top cover. Minor scratches, dings, crack, and chips on the front panel. Additionally, follow ups were made to the customer to gather additional information, however were unsuccessful. Per the customer, there was no details regarding the procedure and did not have any details regarding the procedure. Additional contact was requested to obtain additional information regarding the event reported however, was not available. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).